Manufacturer narrative:
Product analysis: the device returned coiled inside pouch and inside a biohazard bag. The device was returned with the thumbswitch positioned halfway. The cutter is positioned in the proximal end of the housing, there is a bump on the proximal end of the housing and the tecothane does not appear to be fully adhered to the housing. During functional testing the thumbswitch was retracted and the cutter returned to the cutter window. The thumbswitch was then advanced and the cutter met resistance, and then the struts on the proximal end of the housing stretched. No more functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device during procedure to treat severely calcified plaque lesion in the proximal popliteal artery. The vessel had little tortuosity and exhibited cto (chronic total occlusion-100%). The artery diameter was 5mm and lesion length was 40mm.a non medtronic 6fr sheath and 7mm embolic protection device were used. The vessel was pre and post dilated. IFU was followed. It was reported that there were damaged components/broken flush port and this was noted during procedure. There was no resistance felt during advancement and the flush port on catheter handle was not damaged. The cutter was reported as damaged. The thumb switch would not advance plunger into nosecone. The damaged component did not need to be retrieved from patient. The device was safely removed from patient. The nosecone was inside housing when removed and no pieces missing. The procedure was completed with a new device. No patient injury.